Event description:
The patient reported that the plunger remained attached to the piston rod of his insulin infusion device. He stated he was able to remove the plunger from the piston rod. The patient said a small amount of moisture got into the device and he used a tissue to dry it out. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.